Manufacturer narrative:
The product in question was inspected by a getinge - maquet service technician on 2017-08-04. During the investigation no deviation was found. The described failure could not be reproduced and the table worked as specified. Because of the failure description from the customer we assume that a defective double check valve and / or a defective hydraulic cylinder caused the unintended lateral movement. We recommend the exchange of these parts. The possibly affected parts will be exchanged by a getinge - maquet service technician. The affected table is more than 19 years in clinical use. We are not aware of similar incidents with this product. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that during surgery in orthopedics (compression hip screw¿s extraction. The patient was in a higher level horizontal position, leg traction), the or table tilted laterally without any action on the remote control. Surgeon stopped the surgery (wound closure) and a new one was due to be planned. The mobile table was quarantined. No injury has been reported to getinge - maquet. (B)(4).